Manufacturer narrative:
Customer reported two events of failed devices within a day of each other with the same failure issue. These events are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the device balloon popped in the middle of dilating during a diagnostic procedure. There is no harm reported to any patient.

Event description:
The customer confirmed the event occurred during a procedure with two balloon sizes 18¿ ¿ 20¿ (patient identifier (B)(6) captures the other balloon). A new balloon was used to successfully complete the procedure. There was no delay or patient impact. The balloons had to be cut out of the scope with a wire cutter. The balloons were discarded and will not be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: added information received from the customer. E2,e3: information requested but not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the balloon bursts may be caused by over inflating the balloon. This may be due to using an improper inflation device or user error. The balloon may be damaged during insertion either through scrapping or gouging when passing through the endoscope or on staples, if present, in the patient¿s intestine. The instructions for use (IFU) states that if any resistance is encountered during the advancement of the catheter, do not proceed unless the source of the resistance has been identified. This is a likely cause for the failure as any resistance during the advancement of the catheter or if the balloon (catches/snags any other instrument) can compromise the integrity of the balloon causing it to burst during inflation. The specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.